Event description:
It was reported that pump displayed malfunction alarm malf 12. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, was provided pump reset information, successfully reset pump, and confirmed malfunction did not recur, and was advised to continue using pump and call back if any future malfunction occurred.